Manufacturer narrative:
Continuation of d10: product ID 3391s-40 lot# va2dr23v89 implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead product ID neu_stimloc_acc lot# unknown product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was a non-healing wound over the cranial hardware that eventually led to hardware exposure. The left dbs electrode was removed on (B)(6) 2024. The patient had a possible seizure on (B)(6) 2024 and was hospitalized. A brain CT showed areas of hemorrhage along the tract where the left dbs electrode was removed. A new brain CT showed resolution of blood products.

Event description:
Additional information was received from manufacturing representative (rep). Rep reported that remaining system was explanted to infection.

Manufacturer narrative:
Continuation of d10: product ID 3391s-40, lot# va2dr23v89, implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type lead. Product ID neu_stimloc_acc, lot# unknown, product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received by manufacturer representative (rep) stating the explant date of the lead and that it has not been returned, but is discarded by the patient. The information is confirmed by the physician.

Manufacturer narrative:
Concomitant medical products: product ID 3391s-40 lot#/serial#(B)(6) , implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3391s-40 lot# va2dr23v89 implanted: (B)(6) 2023 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3391s-40, serial/lot #: (B)(6), ubd: 22-oct-2024, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient's left brain lead eroded through the skin on the scalp. The left brain electrode and burr hole device were explanted. The healthcare provider (hcp) noted that there was no infection present. The issue was resolved.